Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow-up information revealed effective therapy resumed following the procedure and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between his ipg and patient controller. The patient was also without stimulation. The patient stated he underwent an unrelated surgical procedure on (B)(6) 2016 and has been unable to use the ipg since that time. The ipg was confirmed inoperable. Subsequently, the patient underwent surgical intervention at which the ipg was explanted and replaced.